Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are manufactured and sold by bd outside of the us. Reference: (B)(4). The report was received from (B)(4). The hosp and pt info are confidential and will not be released. Results: the sample was not available for eval. A review of the lot history records were reviewed and no irregularities were noted during the manufacture of reported lot number 7170868. Conclusions: since the sample was not available for eval, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The catheter broke while indwelling, leaving approx 5 cm in the pt. The pt was immediately directed to the sector of hemodinamica, where the catheter was retrieved.